Event description:
Customer reported that machine alarmed with air in blood alarm, but report that air had reached the patient's needle hub before the machine alarmed. There was no patient injury or medical intervention.